Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer reports a left hand extravasation on an oncology patient with thin vein walls. The injection was at 2ml/s for a volume of 90ml. Optiray 350, 125ml prefilled syringe was loaded into the optivantage dh injector system. Staff reports compression treatment was provided, with the infiltrated amount unknown. The patient was not hospitalized due to the procedure. The patient was an inpatient, whose stay was not extended due to the event. The physician does not know the amount of fluid that infiltrated. It is reported the patient recovered.